Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pin-sized hole was observed along the seam of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag resulting in leakage. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between november 03, 2017 - november 04, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph showed evidence of a leak coming from the administration port connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.